Manufacturer narrative:
The reported difficult clip deployment could not be replicated in a testing environment as it was related to patient/procedural or operational circumstances. Based on the information reviewed, a cause for the reported difficult deployment could not be determined. It was reported that the procedure was used to treat tricuspid regurgitation. It should be noted that the intended use section of the mitraclip system instruction for use, it states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation¿ since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device. However, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report clip deployment difficulty. It was reported that this was a tricuspid procedure to treat tricuspid regurgitation (tr) with a grade of 5. It was noted tricuspid anterior prolapse. A clip delivery system (cds) was advanced to the tricuspid valve for off label use. The clip was placed; however, the clip would not detach from the cds. Troubleshooting was performed and the clip was ultimately deployed. Three clips were implanted, reducing tr to 3+.there were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.